Manufacturer narrative:
The endostapler functioned as expected during the entire procedure. A review of manufacturing, device history, and quality control records found that the device met all specifications and was in compliance. There were no findings to suggest that the device caused or contributed in any way to the patient's injury.

Event description:
The procedure was done on (B)(6) 2018. The first stapling site was around 4cm from the gastroesophageal junction (gej), the second site was performed close to the lesser curve at around 4cm from the gej also. The third stapling site was performed on the opposite site at around 3cm from the gej. On (B)(6) 2018, the results of a chest and abdominal rx and CT scan indicated that there was a perforation on the second stapling site, and the third stapling site which was on the diaphragm and it was necessary to surgically close the air leakage in the abdomen.